Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to a corroded motor home switch. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power or excessive no delivery alarm tests due to the motor error alarms. All operating currents were within specification. The pump was received with a loose/protruded drive support disk, a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked reservoir tube, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motor error alarm. It was reported that piston moved all the way forward and did not rewind and was stuck in motor error. During troubleshooting for motor error alarm, it was found that drive support cap was flush. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.